Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction/ additional information h2 type of follow up - correction/ additional information h6 - correction/ additional information.

Event description:
The complaint states that signal loss of over one hour occurred for transmitter with serial number (B)(6). Data was provided for investigation. The problem was confirmed for transmitter with serial number (B)(6). The probable cause could not be determined.